Manufacturer narrative:
(B)(4). Concomitant medical products: 00998113522 60948263 zmr porous stem, 13.5 x 170 mm straight. 00630505836 61289714 xlpe 0 degree poly liner 58x36. 00801803601 61199456 femoral head 12/14 36x -3.5. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the stem is fractured with the proximal end remains in the zmr femoral body. Bio debris is seen on the stem. Damage was too severe for dimensional analysis. Sem analysis indicated that stem fractured the inferior taper base nearly perpendicular with the stem¿s long axis. The neck¿s fracture surface suggests it is due to fatigue that may have originated on the lateral side. Radiograph review noted that there is average bone quality with good stem position. Quality of proximal support is unable to be determined. Surgical notes indicated patient underwent revision for failed right total hip arthroplasty revision of the zmr femoral stem. It was observed that distal femoral stem had fractured at the junction of the distal end of the proximal body and the distal stem. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-00707.

Event description:
It was reported patient¿s hip was revised approximately 6 years post implantation due to stem fracture. Attempts have been made and additional information on the reported event is unavailable at this time.